Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms on the right ventricular (rv) defibrillation lead. This ICD also recorded a code 1007, indicative of extended charge times greater than 15 seconds. It was noted that this ICD had reached end of life (eol) in (B)(6) 2024 and episodes were not stored at eol, thus it was not possible to determine whether the delivered shocks were appropriate. However, the physician suspected the delivered shock was due to atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes associated with the out-of-range shock impedance measurements (such as fracture vs. Calcification). Based on the age of the rv lead, lead calcification was likely. This ICD and rv lead remain in service, however device replacement and lead revision were anticipated. Additional information received reported that the cause of elevated impedances was not determined, and the delivered shock for af with rvr was attributed to eol device programming. Subsequently, therapy was turned off and the patient was sent home with a life vest. No additional adverse patient effects were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding event cause and initial reporter email, but further information was unable to be obtained.